Event description:
Abbott was notified of the patient's death due to a request to return their electronic unit. The patient was implanted on (B)(6) 2020. The sensor was inactivate on (B)(6) 2020. Additional information was requested and not available.

Manufacturer narrative:
Additional information: g3, h2, h3, h6. No device analysis results are available because the device was not returned. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.